Event description:
A customer reported elevated advia centaur ca19-9 levels on a patient that they have been monitoring for several years. The patient has been examined for a pancreatic cancer tumor and none has been found. As part of this workup, the patient was referred to the gastroenterology professor at the hospital and ca19-9 test results with another ca19-9 assay were normal. A sample was taken from the patient and it was tested for ca19-9 at both the customers site and hospital. Results were high and hospital were normal. Results = 350 ku/l. Hospital results = 8 ku/l. There was no report of adverse health consequences due to the elevated ca19-9 results.

Manufacturer narrative:
Cause for the elevated result may be sample specific. Sample from this patient has been requested for further investigation.